Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
We had planned to replace only the head while preserving the stem, but the head could not be removed and we had no choice but to remove the stem. This is a combination of zirconia head and secure fit. During removal, the bone fractured and additional plate fixation was required. The amount of blood loss increased. Update on 12-july-2021 wg: as reported by (B)(6) ra/qa: reason for revision was dislocation, stem loosening.